Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient indicated that her bg's were running in the "300 to 500's" mg/dl from (B)(6) 2011. On (B)(6) 2011, the patient reportedly changed her site but could not get her bg level to come down. Due to the elevated bg levels, the patient visited her doctor on (B)(6) 2011. The doctor instructed the patient to change her site. At that time, no bending of the infusion set was observed. The patient ate lunch and then came back to the doctor's office two hours later. The patient's bg level was reportedly still elevated. The patient's doctor switched out the patient's pump with another one used in the office. While using the pump provided by the doctor's office, the patient claimed that her bg level began to come down and had been normal since then. At 8:45 am on (B)(6) 2011, the patient's bg level was "120 mg/dl." The patient's site appeared to be intact with no abnormalities. According to the animas representative involved in this complaint, a review of the pump's history indicated that the subject pump was working correctly. No associated alarms were noted in the pump history. The basal and bolus deliveries were correct and added up to the tdd. The animas representative instructed the patient to go back to the subject pump using the same site used with the pump provided by the doctor's office. About 6 hours later, a follow-up call was made with the patient by the same animas representative. The patient had reportedly reverted back to the subject pump and her bg levels had begun to increase. The patient reportedly ate a sandwich for lunch and bolused for 60 carbs. At the time of the follow-up call, the patient's bg level had reached "528 mg/dl" and she had a headache. No other symptoms were reported. The animas representative instructed the patient to go back to the pump provided by the doctor's office. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that meet's animas criteria for a serious injury while using the subject pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no insulin delivery issues occurring; the pump was found to be delivering within required specifications. There was no defect found on investigation.